Event description:
It was reported that the distal cover fell off from the duodenovideoscope and into the patient's throat. The issue was discovered when the scope was withdrawn from the patient's mouth at the end of an endoscopic retrograde cholangiopancreatography procedure. The patient was under general anesthesia having a stent removed and the provider was using a snare to remove it. The fallen cover was retrieved from the patient using another endoscope. The procedure was completed with the same device with a 5-minute delay with no reports of further patient harm. This report is related to the following linked patient identifier: (B)(6).